Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The lens was returned positioned incorrectly (posterior surface up) in the lens case. Viscoelastic was dried on the lens. One haptic was torn (still attached) in the distal area, and the distal tip was crushed similar to damage from misalignment in the lens case when closing. The optic was cut into two portions, typical of an insertion and removal. One optic portion was adhered in viscoelastic on top of the other optic portion. The lens was cleaned with klrp for further evaluation. The optic was scratched on the anterior surface near the optic center. The anterior and posterior surfaces of the optic near the edge has cracks in the outline of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The reported scratch was observed. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was scratched. There was patient contact.the procedure was completed the same day. Additional information was received stating lens was explanted in initial procedure. There was no patient harm.